Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage and button error alarm on the insulin pump. Customer's blood glucose level was 155 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the battery housing compartment was cracked. Customer advised when they fill the reservoir the drive support cap sticks out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had intermittent esc and up buttons response due to corroded keypad traces. The pump was received with a loose/protruded drive support disk, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.